Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The device was returned to the customer after routine servicing activities were conducted.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor assembly, the image was flicking on and off. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.